Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of tripwire broken. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was not broken and it was partially rolled in the handle assembly; however, it was kinked in several locations. A crimp was present on the trip wire. The suture was intact and it was attached to the ligator head. There were five bands remained attached on the ligator head and were properly placed on the ligator head. The ligator head teeth were undamaged. The suture hole was in good condition and no damages observed. Additionally, the velcro strap was broken and the broken ends had an irregular shape, indicating that likely the component was submitted to tensile forces. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire had fractured and broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire had fractured and broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.